Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet displayed an ¿unable to proceed¿ alert followed by alert 38, and after multiple restarts the device immediately presented alert 38 again despite adequate battery charge. Symptoms included no reported adverse health effects. Outcomes included replacement of the ilet and instructions to return the original device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.